Event description:
The customer reported that the screen would not turn on (no boot). This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.